Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the right side and with a 125cc mentor memorygel breast implant on the left and experienced breast implant rupture on her right side postoperatively. As a result, the patient underwent explantation and replacement with allergan device on (B)(6) 2021. On may 2, 2022, mentor became aware that patient also experienced left side ptosis that required left breast mastopexy in addition to right rupture. Patient underwent bilateral explantation and replacement with allergan brand devices (605cc on right, and 295cc on the left) on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.